Event description:
It was reported that stimulation was in the wrong location. The patient experienced anterior stimulation in torso and shocking or jolting after a fall three weeks ago. The implantable neurostimulator (ins) was turned off. The device was checked and there were no wire breaks. Lead migration was suspected. The patient experienced nausea and fatigue. Ins was reprogrammed without success. All electrodes stimulated the same area. Impedances were normal. There was no surgical intervention. Patient outcome was not provided.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4); product type: recharger, product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007; product type: extension, product ID: 3487a-33, lot# j0444337v, implanted: (B)(6) 2004; product type: lead, product ID 3487a-33, lot# j0444337v, implanted: (B)(6) 2004; product type: lead. (B)(4).